Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. The complainant has privacy restrictions set on their account which limits other accounts from contacting the complainant. When steris attempted to respond to the post, it was identified that only an account which the complainant follows is able to personally message the complainant. Therefore the only viable mode of contact would be in a public realm. Steris's social media policy is to keep all contact with a complainant offline and not in a public realm. Therefore steris was not able to respond to the complainant.

Event description:
The complainant reported experiencing skin peeling after using a steris product.